Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The electric pen drive device was evaluated and the reported condition that the device would not run was confirmed. An assessment was performed and it was found that the unit would not run when using the hand switch device. It was further determined that the unit ran hotter than normal when using the foot pedal. The flex circuit that contains the hand control sensor was torn loose from the contact housing during disassembly of the handpiece. The flex circuit was functionally evaluated by connecting jumper wires to the components and the hand control and temperature sensor appeared to be functioning as intended. During assessment, it was determined that the handpiece contact housing had an internal short causing the electric pen drive not to be working properly; however, the assignable root cause for the contact housing internal short was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the electric pen drive device would not run. During in-house engineering evaluation, it was determined that the unit ran hotter than normal when using the foot pedal. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.